Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "abbot did not supply up front information that iphone 14 is not compatible with the libre 3 sensor either on the container, in advertisement or in print. I had an iphone 6 and went to load the libre 3 app and found it was too old. It had a whole list of iphones that looked like 7 or greater. I bought an iphone 14. When I went to load the app, the libre 3 was not compatible with a 14. Called the consumer line as was informed that I and the provider should have read their on-line information before prescribing the product. That version of iphone has been available for 10 months." Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "abbot did not supply up front information that iphone 14 is not compatible with the libre 3 sensor either on the container, in advertisement or in print. I had an iphone 6 and went to load the libre 3 app and found it was too old. It had a whole list of iphones that looked like 7 or greater. I bought an iphone 14. When I went to load the app, the libre 3 was not compatible with a 14. Called the consumer line as was informed that I and the provider should have read their on-line information before prescribing the product. That version of iphone has been available for 10 months." Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The freestyle libre 3 complaint was investigated and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported incompatibility with phone. The reported issue was investigated and attempted to replicate using similar configuration of iphone 13 mini with ios 17.0.2 for app version 3.5.0.8863 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The freestyle libre 3 complaint was investigated and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported incompatibility with phone. The reported issue was investigated and attempted to replicate using similar configuration of iphone 13 mini with ios 17.0.2 for app version 3.5.0.8863 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "abbot did not supply up front information that iphone 14 is not compatible with the libre 3 sensor either on the container, in advertisement or in print. I had an iphone 6 and went to load the libre 3 app and found it was too old. It had a whole list of iphones that looked like 7 or greater. I bought an iphone 14. When I went to load the app, the libre 3 was not compatible with a 14. Called the consumer line as was informed that I and the provider should have read their on-line information before prescribing the product. That version of iphone has been available for 10 months." Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.